Event description:
It was reported that after the operation was finished the sonicbeat 5 mm, 35 cm, front-actuated grip, tissue pad was peeled off, with nothing falling off inside the body. It was reported that the issue occurred during a therapeutic appendectomy procedure. The intended procedure was completed with the same device. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is more likely that: 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. However, the root cause could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.